Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information received from the field representative that the lead dislodgement was confirmed with fluoroscopy examination. This rv lead was repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.